Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion, the intra-aortic balloon (iab) was unable to be advanced through the introducer sheath. The customer stated they used the sheath provided with the iab and that the IFU's catheter prep and insertion steps were followed. It was noted that they had another iab with the same issue. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).